Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unit received with corroded battery tube. Unable to confirm e70 error alarm due to erased history file; the motor was tested outside the device and passed. The insulin pump was monitored and no blank display anomalies or off no power anomalies noted. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. Customer's blood glucose was 138 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.